Manufacturer narrative:
Suspect product was discarded.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer (affected eye unknown) while wearing an unknown acuvue brand contact lens (cls), approximately (B)(6) 2020. The corneal ulcer event has resolved. The pt advised refused to provide any additional medical or product details regarding the event. This corneal ulcer event is being reported as a worst-case event as we were unable to verify the pts diagnosis and treatment. The lot number is unknown. The suspect cls was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.